Event description:
It was reported that a guide wire distal tip detachment occurred. The target lesion was located in the right coronary artery (rca). An unspecified size pt graphix¿ guidewire was advanced and a 20x15 emerge balloon catheter was used over top of the wire. The tip of the wire sheared off into the proximal artery. The physician was able to retrieved the broken tip by using a 6f 3.5 bsc guide catheter to pull it out together. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).